Manufacturer narrative:
Article citation: ¿open capsulotomy: an effective but overlooked treatment for capsular contracture after breast augmentation,¿ by eric swanson, md., published in prs global open, vol. 4, issue 10, october 2016 pp.1-9. The event of capsular contracture, baker grade IV, is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and/or patient details was requested. Device labeling: ¿potential adverse events that may occur with saline-filled breast implant surgery include: capsular contracture.¿ ¿capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.¿

Event description:
Reported event of unknown side capsular contracture, ¿baker iii/IV¿ for 2 patients was noted in ¿open capsulotomy: an effective but overlooked treatment for capsular contracture after breast augmentation,¿ published in prs global open, vol. 4, issue 10, october 2016 pp.1-9. Treatment was noted as "capsulotomy," and the device remains implanted.